Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was not sealing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the reported failure could not be reproduced. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed energy recognition. The instrument passed the cut and seal 2 of 2 attempts. The instrument was fully functional and no product issue was identified.